Event description:
Per the clinic, the patient experienced skin necrosis, infection and skin breakdown at the implant site. The implant body migrated, which caused skin tension that led to the skin necrosis. Subsequently, the patient was hospitalized (specific date not reported) for administration of IV antibiotics. However, the issue could not be resolved. The patient underwent revision under general anesthesia on (B)(6) 2024, to clean and remove the necrotic skin. The implant body was also repositioned back in the pocket during the same surgery. The implanted device remains.

Manufacturer narrative:
Correction: the correct implantation date (d.6a) is (B)(6) 2024; not (B)(6) 2024, as previously reported. Per the clinic, the patient experienced skin suppuration, exposing the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.